Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air was found from the valve. The case was aborted but the patient was not under general anesthesia. No patient complications have been reported as a result of this event.